Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted no anomalies. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems, and testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to be dislodged after the implant procedure was completed. A revision procedure was performed four days later. During the revision, the helix was retracted and the lead was repositioned. However, the helix required more than 20 turns to be extended and high pacing impedance measurements were observed. The lead was removed and another lead implanted. No additional adverse patient effects were reported.